Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.